Event description:
It was reported by the affiliate that when (1) atw35 device was used during an unknown procedure the closing lever would not close. Another device was used to complete the case with no consequence to the pt.